Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, sex, weight and ethnicity were not provided for reporting. Age 65 or over was provided. This report is for unknown (listerine sensitivity zero alcohol mouthrinse fresh mint unspecified). Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with listerine sensitivity zero alcohol mouthrinse fresh mint. Consumer stated that after using the mouth rinse for a week, the whole mouth became inflamed with sores and swollen gums. Consumer reported having thrush. The consumer took prescription medication nystatin to treat symptoms. While reporting this event, the consumer no longer had soreness and improvement on swollen gums was also reported.